Event description:
A user facility reported that during reprocessing and cleaning of the evis lucera elite gastrointestinal videoscope, the oer-3 cleaning processor stopped three times in the middle of cleaning, and the cleaning process was not completed. It was reported that the incomplete reprocessed scopes were used to complete an unknown procedure. There was no patient harm or user injury reported due to the event. This report is being submitted for the gif-hq290 gastrointestinal videoscope. The medwatch report with patient identifier (B)(6) is for the oer-3 100v ((B)(4)) device. The medwatch report with patient identifier (B)(6) is for the scope gif-ez1500 ((B)(4)).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As the device was not provided for inspection, conclusions were based upon the information provided. It was presumed that the operators might have reprocessed the device mistakenly, leading to the suggested event. It is recommended to the user to read the instructions for use regarding reprocessing, etcetera. Olympus will continue to monitor field performance for this device.